Manufacturer narrative:
The evaluation of the device demonstrated the catheter was pulled with force (while bunched at the sheath), thereby decreasing the balloon length contributing to the cause of the balloon incapable of being removed through the sheath. The balloon is bonded to the catheter shaft on the proximal end of the balloon (hub side). Once the catheter shaft stretches from force, the balloon length reduces. Once the balloon length is below the original specification, it will not be able to be removed through the introducer sheath. Although the decrease in balloon length can be attributed to the user pulling the catheter while the balloon was caught on the sheath, prytime reviewed device history records for the device. Balloon length is 100% inspected for all lots and all units in the final release for this product were within the balloon length specification.

Event description:
Prytime is filing this report in an abundance of caution because a patient experienced anterior compartment syndrome and required fasciotomies after a preboa pro catheter procedure. The reporting physicians did not identify a specific cause, but could not definitively rule out the catheter as a potential contributing factor to the compartment syndrome. Upon investigation of this incident and the returned device, it was determined there was no failure or deficiency of prytime device or it's labeling. However, it was determined the removal issue was due to use error; in which the initial evacuation of the balloon was not fully completed, causing the balloon material to bunch at the sheath and preventing initial removal of the catheter. Prytime was notified of this event on (B)(6) 2022. The procedure involved a 20-year-old male victim with a gunshot wound to the abdomen. A preboa was placed at zone 1 and full occlusion was achieved. The victim was taken to the or for an exploratory laparotomy. The medical team identified a renal hilar injury, which was believed to be the main source of bleeding. They also identified a proximal duo jejunal injury, a transverse colon injury, an anterior gastric injury, and a pancreatic injury. The team was able to remove the affected kidney, as well as perform a distal pancreatectomy- which gave the surgical team adequate hemorrhage control and allowed them to start deflating the balloon. Together, with full occlusion and partial occlusion, the total occlusion time was around 90 minutes (45 minutes full occlusion and 45 minutes partial occlusion). After the or, an attempted removal of the catheter met resistance. One of the physician's stated they used a 20cc syringe for deflation of the balloon, while another physician mentioned using a 30cc syringe, as well as a 10cc and 5cc syringe. Due to the patient's hypercoagulative state, the physicians chose to leave the catheter and sheath in the patient. The catheter was taped to patient's leg and patient was sent to ICU for recovery. In the ICU, the patient experienced a rebleed episode. The patient was taken to CT which showed an ongoing arterial bleed from the splenic artery. Because the sheath and catheter were still in place, the team was able to readvance the balloon to zone 1 and fully inflate the balloon to gain hemorrhage control. It should be noted, the catheter was left in place for 1 ½ hours prior to readvancement of the balloon. The patient was then transferred to the operating room for repair, where the team was able to gain control and successfully embolize the bleed. A second removal attempt was then performed but was unsuccessful. Ultimately the reboa and the sheath were removed as a unit and pressure was applied for closure. Hemostasis was achieved by evidence of a 24hour duplex follow up. However, 48 hours later the patient experienced anterior compartment syndrome in the leg of access and required fasciotomies.